Manufacturer narrative:
(B)(4).

Event description:
T1 and t2 both deployed at the same time. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device shows the needle is bent on two planes. No ts or suture remain on the insertion needle but were returned for examination. T1 is missing its distal end and t2 is bent, the suture shows no abnormalities. The depth limiter is crimped at its distal end. The device was functionally tested for proper actuator advancement and cycling and was found not to function. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time.